Event description:
A power source alert 07 was reported by the caller, and there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved by plugging the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.